Manufacturer narrative:
Continuation of d10: product ID b35200 , serial# (B)(6), h implanted: (B)(6) 2023, product type implantable neurosti mulator . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that healthcare provider (hcp) reported patient (pt) had surgery last wednesday and the wife thought she turned the dbs on but the patient (pt) was "shaking too much." The wife is not sure if she did turn the dbs on. The caller does not have the external pt handset available to check dbs system. Caller requested to page dbs rep.